Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, the pt's husband reported the pt was unconscious and her blood glucose earlier measured 316 mg/dl. He stated he had been assisting the pt in calculating a bolus when she lost consciousness. The display of the infusion device showed a basal rate of 6.8 u/h with a 200% temporary basal rate increase. The last bolus listed in the device history was delivered 3 hours prior to the report. The pt regained consciousness. The husband stated it is common for her to pass out and she had consumed a lot of carbohydrates. The husband was not able to find a working blood glucose monitor to test the pt's blood glucose. The husband called back and stated that 45 minutes ago, the pt's blood glucose measured 317 mg/dl and now her blood glucose measured 420 mg/dl. He stated these blood glucose values are normal for the pt. The husband was assisted in programming a 15 unit bolus. Further attempts to f/u with the pt were unsuccessful. No product was requested to be returned for eval.